Event description:
Customer reported the device alarmed an unexpected restart. Troubleshooting was performed. Customer's blood glucose level was 155 mg/dl. The history on the device was checked an unexpected restart alarm along another with another alarm was noted. Customer reported a temp basal was not programmed before the unexpected alarm. The device was not stored or not in use for a long period of time. Alarm did not occur after inserting a new battery. Alarm was explained to the customer and was advised to monitor the device. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.